Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m91g4j. The device was returned with the upper jaw detached and returned. Upon visual inspection the I-blade was intact and in good condition; not broken as reported. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It has been reported hat the blade broke during an unknown procedure. Another method was sued to finish the procedure. No patient consequence were reported.